Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "intestinal fluid was found in the left chest" , " I tried to take it out with a syringe, but it didn't come out", "grade 1 left chest spherical construction and performed a room opening operation", "I remember not replacing it" and "protruding upper chests". Device remains implanted on the left side.